Event description:
It was reported that the target lesion was located in the mid right coronary artery (rca) with mild tortuosity, mild calcification and 90% stenosis. The balance middleweight (bmw) elite guide wire seemed to be difficult to torque (control) from the beginning of the case, but it was delivered slowly toward the lesion and crossed. Then, an intravascular ultra sound (ivus) was delivered over the bmw elite, however, there was resistance between the guide wire and the ivus. Just short of the lesion, as the resistance was too strong, the physician decided to retract both the bmw elite and the ivus as a single unit. It was also noted that the tip of the guide wire had become stretched. The devices were retracted slowly, however, when the bmw elite guide wire was retracted through the y-connector, the guide wire separated at two points. No intervention was reported. The bmw elite guide wire and the ivus were exchanged for new ones and the procedure was successfully completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation and stretched coils were able to be confirmed. The physical resistance and difficulties positioning the ivus catheter could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.